Manufacturer narrative:
The device was not returned to the service hub; therefore, visual and functional testing was unable to be performed. We conducted a review of the device's 12-month service history, which showed no previous occurrences of similar events. Unfortunately, we did not receive any event history from the customer, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue. (B)(6).

Event description:
The event involved a plum 360¿ infuser where the customer reported that the pump was turning off and on. It was unknown whether or not there was patient involvement. Harm was not reported as a consequence of this event.